Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, image is intermittently on/off, could not be identified. Based on the facts obtained from the investigation, the cause could not be presumed because the actual product was not returned to the repair center, and the inspection results were not attached. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: not applicable because there is no evidence that the problem is caused by misuse of the user. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported, the monitor exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.